Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the sensor has caused pain to the insertion site. Customer does not recall any significant events leading to the error, but indicated that it may be due to a bent cannula. Customer's blood glucose was 115 mg/dl at the time of incident but the day before was 50 mg/dl. Troubleshooting was done for sensor and was found that the cannula was bent. The customer was advised that the sensor would be replaced and to return the product for analysis.